Event description:
It was reported that during regular follow-up, the ventricular assist device (vad) coordinator noticed driveline fault alarms on the system monitor. The log file revealed 5 alarms, starting on (B)(6) 2022 and ending on (B)(6) 2022. Visual inspection of the driveline did not reveal any damage. An x-ray of the driveline also did not reveal any damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed driveline fault alarms. Based on previous complaint history and similarly reported events, the driveline faults observed in the submitted log file appear to be consistent with potential driveline wire compromise; however, a specific cause could not be conclusively determined through this evaluation as no product was returned. The submitted log file contained data from 12jun2022 through 26jul2022, per the timestamps. Five, intermittent, silenced driveline fault alarms were observed between 15jun2022 and 30jun2022. These alarms corresponded with yellow wrench advisories. Electrical continuity data recorded in the submitted log file during the driveline fault alarms showed that the values for phase 2 were significantly higher than the values for phases 1 and 3, suggesting a potential wire conductor breakdown issue with the black wire within phase 2. No other notable events or alarms were captured. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The account reported that the patient¿s driveline was visually inspected and showed no conspicuous damage. Review of the submitted x-ray image revealed an area of concern a few inches from the pump housing; however, clear evidence of damaged or broken wires could not be seen. The patient would continue to be monitored closely. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account for review. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) (document 123827) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06aug2013. The heartmate ii lvas instructions for use (IFU), rev. B and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the alarm was not identified. The patient was discharged and no further driveline fault alarms were reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed driveline fault alarms. Based on previous complaint history and similarly reported events, the driveline faults observed in the submitted log file appear to be consistent with potential driveline wire compromise; however, a specific cause could not be conclusively determined through this evaluation as no product was returned. The submitted log file contained data from (B)(6) 2022 through (B)(6) 2022, per the timestamps. Five, intermittent, silenced driveline fault alarms were observed between (B)(6) 2022. These alarms corresponded with yellow wrench advisories. Electrical continuity data recorded in the submitted log file during the driveline fault alarms showed that the values for phase 2 were significantly higher than the values for phases 1 and 3, suggesting a potential wire conductor breakdown issue with the black wire within phase 2. No other notable events or alarms were captured. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the file. The account reported that the patient¿s driveline was visually inspected and showed no conspicuous damage. Review of the submitted x-ray image revealed an area of concern a few inches from the pump housing; however, clear evidence of damaged or broken wires could not be seen. The cause of the alarm was not identified. The patient was discharged and no further driveline fault alarms were reported at this time; however, the patient would continue to be monitored closely. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06aug2013. The heartmate ii lvas instructions for use (IFU), rev. B and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.